Manufacturer narrative:
The returned product was cleaned and sterilized according to the microline surgical, inc., internal procedure. A visual inspection was conducted on the scissor tip. There was no signs of physical damage or deformation to the scissor tip. The returned scissor was attached to a working handpiece, to perform a cut test. The scissor tip was not functional as intended. To determine if there was an issue with the components additional evaluation was needed. Geometric measurements of the internal components; disk spring, front hub, and crimp pin show that there is insufficient force present within the internal components of the scissor tip. Lack of this force would cause the device to not work as designed. The root cause to the scissor tip not cutting is attributed to insufficient compressive force applied to the assembly.

Event description:
The renew endocut scissor did not cut during a surgical procedure. The procedure and anesthesia time was not extended. There was no harm to the patient.